Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited externalized conductors and loss and capture during a normal device change out. The lead was capped and replaced. The patient was asymptomatic and the procedure was completed without any complications.